Manufacturer narrative:
After the evaluation is completed and a supplemental report will be filled. No conclusions can be drawn at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump was found to be operating within required specifications and delivering insulin accurately. A review of the pump history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. There were no alarms or conditions noted in the alarm history that would indicate a pump malfunction. The pump's basal history indicated that two 0.0 unit basal rates were in effect on (B)(6) 2011. The pump history relating to the complaint could not be thoroughly investigated due to continued pump use, resulting in over-written data. The pump was exercised for 29 hours with no insulin delivery issues. During testing, a bolus was successfully programmed and delivered, and was accurately recorded in the bolus history with the correct time and date stamp.

Event description:
This complaint is being as a malfunction due to the alleged settings issue. Reportedly, the basal rate program of the animas pump deletes on its own. During troubleshooting, the patient was able to reset the basal program without any difficulty. There was no reported patient impact associated with this complaint.